Event description:
It was reported that the surgeon inserted a 19.0 diopter aq2010v silicone three piece lens and the trailing haptic was torn during insertion. The reporter believes the mouth of the injector caused the tear. There was no patient injury reported.